Event description:
This report is a continuation of several reports previously filed. Our facility had been having ongoing issues with our b. Braun outlook 100 pumps losing their drug libraries. This causes our rn's to resort to manual programming of rates, etc. We had reported a total of 379 events (there are a total 440 pumps total at our facility). We were initially told it was a battery problem by b. Braun. Then, we were told it was a software glitch. B. Braun came to our facility in mid-october to upgrade all of our pumps to a newer version of software. We were optimistic this upgrade had fixed the problem. Unfortunately, it was reported this morning that we have had 7 pumps lose their drug libraries so far this week. We will be creating a tool to keep track of how many times this happens, or if there are any repeat offenders, etc. There have been no impacts on patients at this time. The pumps were removed from service, and sent to our clinical engineering department for reloading of software. I did confirm that the 7 pumps had all received the recent software upgrade.